Event description:
Adverse event: angina, restenosis. Onset of adverse event: approximately 45 days post procedure. Device issue: none. It was reported, via trial, that approximately 45 days post a proximal right coronary artery (rca) stenting procedure, the patient experienced chest pain. The patient was rehospitalized and per coronary angiography, was found to have 20% in-stent restenosis. Percutaneous coronary intervention was performed. Although requested, no additional information was provided.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.